Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. There was no reported impact to the customer's blood glucose level. The customer changed the infusion site multiple times and had changed the infusion set. The customer also reported that insulin was leaking at the infusion site. The customer thought that the bolus delivery rate was contributing to the occlusions and leakage at the infusion site. The infusion set used at the time of the events was not confirmed. Although requested, additional information was not provided.